Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient on the next day after the placement. The fallen sample was checked and balloon rupture was confirmed. It was noted that there were no fragments remain in the patient. Per additional information received via follow up on 12aug2021 the incident was the deflation problem not the balloon rupture. It was reported that the catheter balloon was difficult to deflate. The catheter shaft was cut to remove the water.

Event description:
It was reported that the foley catheter fell out of the patient on the next day after the placement. The fallen sample was checked and the balloon rupture was confirmed. There were no fragments remained inside the patient. Per additional information received via follow up on 12aug2021 the incident was a deflation problem and not balloon rupture. It was reported that the catheter balloon was difficult to deflate. The catheter shaft was cut to remove the water.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed a heavy salt accumulation along the drainage lumen of the catheter which eventually caused the difficult to remove issue. A potential root cause for this failure mode could be due to a thin rubberize wall. The product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.